Event description:
Rn attempted to access patient's port-a-cath. When she went to remove the needle, she was unable to pull up on device to disengage the needle. Device was removed and patient was re-accessed using another needle.

Event description:
Rn attempted to access patient's port-a-cath. When she went to remove the needle, she was unable to pull up on device to disengage the needle. Device was removed and patient was re-accessed using another needle.